Event description:
Customer reported cgm error 42 with g6 sensor. There was no adverse impact to the customer¿s blood glucose level. Customer received assistance from technical support to perform a complete pump reset, and the cgm error code was resolved without further issues.